Event description:
During pta to the iliac artery, the balloon ruptured at four atmospheres.the target lesion was moderately tortuous and was 90% stenosed. The product appeared perfect during pre-use inspection and no anomalies were noted during prep. Another balloon of unk make was used to successfully complete the procedure. There was no report of pt injury. As per the reporting affiliate, no additional pt or procedure-related info is available. The product is not available for evaluation and testing.